Event description:
It was reported that the user experienced low blood glucose after dinner, with a nadir of 68 mg/dl for approximately 10 minutes while using an ilet system with a g7 sensor; the user reported variable dinner timing and confirmed announcing meals immediately before eating, and education on consistent meal timing and meal announcements was provided. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrate (small soda) and no medical intervention or hospitalization. Investigation included user interview and troubleshooting education regarding meal timing and meal announcements. Investigation of this case revealed user-related factors associated with dinner variability and timing as the likely contributor, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal timing and variability rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.